Event description:
It was reported that there were interfering signals that appeared to be caused by a broken lead. The lead could not be pulled out. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.